Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 4965-25 lead, implanted: (B)(6) 1997. (B)(4).

Event description:
It was reported that potentially there was far field r-wave (ffrw) over-sensing on the lead. This was observed on stored electro- grams, which resulted in a mode switch. Additionally, there were atrial high rates. The lead remains in use. No patient complications have been reported as a result of this event.